Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Initial reporter: the authors of this article include: m.h. Hjorth, n. Egund, I. Mechlenburg, j. Gelineck, s.s. Jakobsen, k. Soballe, m. Stilling. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported in a journal article that a patient underwent an MRI scan that revealed a left hip pseudotumor approximately 5-7 years post-implantation. No further information has been provided and patient outcome is unknown.